Event description:
It was reported that the pump and catheter were explanted due to infection. The device system was used to deliver lioresal. Additional information had been requested.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6), 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).